Event description:
Healthcare professional reported, right side. The reason for device opened & discarded/destroyed was noted, as ¿20 years old- deflation¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side the reason for device opened & discarded/destroyed was noted as ¿20 years old- deflation.¿ device has been explanted.